Manufacturer narrative:
Review of the data logs confirmed significant latency during the time period that the tests were ran. It was noted that the electrograms (egm) connection issue and the error message observed were known documented issues. It was noted that workarounds included turning off the wireless-fidelity wifi on the tablet, refactoring the wifi access points in the environment, keeping the tablet close to the base and patient connector and the use of telemetry b instead of ble. It was noted that workarounds could improve the bluetooth data latency but the programmer did not have control over the use of the nearby equipment within the same frequency band. This complaint was confirmed based on log files. Correction: coding for patient impact edited to match the description event problem as discrepancy noted in the original report submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer displayed an error message when attempting a sensing test indicating the test could not be confirmed and test programming could not be confirmed as communication with the implantable device had stopped due to poor connection quality. It was noted that there were dots in the electrograms (egm) but connection indicator on top of the screen showed solid white all the way through. Wireless fidelity (wifi) was turned off. The user rebooted the mobile programmer but the same error message appeared. The user was advised to try a different patient connector to see if that helps. No patient complications have been reported as a result of this event.